Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to g2 and h6. G2 - checked "other" and added the country australia. The suspect device has been returned to olympus for evaluation. The olympus service center could not replicate the event when using a serviceable cable assemble. There were several technical defects such as the video connector had several cracks and the cable assembly failed the pressure leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely due to liquid invading through the video connector cracks and temporarily disabling the circuit. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.